Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump underinfused during an infusion of ferroglucanate. The volume to be infused was 110 ml over 1 hour. The dose was 200 mg. It was also reported there was no patient injury.